Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular pacing only 0.3% of the time and atrial pacing is nearly 0.0%. Variable thresholds and sensing.

Event description:
It was reported that there were episodes of high rate events and there was concern with regard to lead integrity. The patient was reportedly presyncopal. The lead remains in use. No patient complications were reported as a result of this event.